Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker¿s rate response was not programmed sufficiently for this patient while exercising. Minute ventilation (mv) sensor settings were reprogrammed. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
.

Event description:
Subsequent information was received that further programming changes were made to optimize the programmed settings while the patient exercises. No adverse patient effects were reported.